Manufacturer narrative:
The technician observed foreign solidified material in the left intermediate side rail center arm around the side rail latch. Liquid material spilled into the center arm causing the latch not to remove back and forth. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed on 2006 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned the left intermediate side rail latch assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the left intermediate side rail will not latch. The bed was located in the bed repair shop at the facility. There was no pt/user injury reported. (B)(4).